Event description:
It was reported that the "pump no longer holds a charge and requires daily charging due to rapid battery drain." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.